Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil could not be detached with the instant detacher despite several attempts. An attempt was made to detach the implant coil via the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use), but without success. The physician retrieved the coil and catheter from the patient and then manipulated the device and it detached outside of the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation without the instant detacher and implant coil as they were discarded. The pusher assembly was broken into two segments with the proximal segment (containing the tack weld replacement crimp) missing. The evaluation could not determine the cause of the event as the implant coil was already detached and the proximal segment containing the tack weld replacement crimp was not returned. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).